Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest that the patient sustained a serious injury. The patient is to continue wearing the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture data and usage of device: monitor (B)(4): (B)(6) 2008 - reuse. Electrode belt (B)(4): (B)(6) 2008 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A distributor contacted zoll on (B)(6) 2014 to report that a patient experienced an inappropriate defibrillation. Motion artifact contributed to the false detection. The events surrounding the treatment are unknown but the patient was reported to be conscious at the time. The response buttons were not pressed during the entire event. The patient did not seek medical attention and will continue to wear the lifevest.